Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,e1(site country),g3,g6,g7,h2,h4,h6(type of investigation, investigation findings, investigation conclusions),h10.

Manufacturer narrative:
The full name of the initial reporter is (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). The fse that encountered the issue replaced the display top lcd assembly and associated labels and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had a damaged upper display. The fse later clarified that there were three (3) large circles visible on the display. There was no patient involvement, and no adverse event reported.